Manufacturer narrative:
Unit passed self test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, displacement test and displacement accuracy test. No anomalies noted during testing. Successfully uploaded files on carelink. Successfully downloaded history files, traces, and utilized using thump. No pump error or insulin flow blocked alarms were found in the history files on or near the event date. Pump delivered 50 u of bolus on (B)(6) 2024. Pump delivered 10.4 u on (B)(6) 2024. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, harness vibrator assembly, battery tube, force sensor, and motor. Test p-cap locks properly into place during testing. The following were noted during visual inspection: pillowing keypad overlay and scratched case. In conclusion, unable to confirm high bgs. Possible under delivery was not confirmed during testing. Pump passed full drive test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a possible under-delivery anomaly. The customer reported a blood glucose value of 79 mg/dl. The customer reported hyperglycemia treated with a manual injection/insulin pen. The treatment for high bg with the manual injection 10u for a bg:398. The event involved product(s) mmt-397a, mmt-1880, mmt-332a. Troubleshooting was performed and the customer was using the insulin pump system within 48 hours of the reported event. The customer was not using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-397a. Mmt-1880 was requested and the customer response was the device will be returned. No product return is required for mmt-332a.